Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: exact date is unknown, best estimate is between 2/16/2016 - 9/2/2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to unexpected post-op refraction. This was replaced with model za9003 23.5 diopter lens. The patient has recovered post-op. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation?: yes. Returned to manufacturer on: 10/21/2020. Section h3. Device returned to manufacturer?: yes. Device evaluation: the complaint lens was received in the replacement lens¿ lens case. The replacement lens'' folding carton was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one other complaint was received from this production order, but is not related to this complaint. Furthermore, this complaint meets the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures, therefore, the complaint issues could not be confirmed, no product deficiency could be identified and no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.